Event description:
The graft was placed in the arm for dialysis access. Postop, the graft thrombosed. Exploratory surgery reportedly revealed that a clot had formed between the base graft and the components of the cannulation segment, obstructing the graft lumen. The surgeon thinks that the intra-mural clot was caused by a puncture site. The graft was removed.